Event description:
It was reported to philips that some motorized table movements were working in the opposite direction. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.